Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask and had the window open while setting up the therapy. The peritonitis was manifested by symptoms of pain, abdominal pain, cloudy effluent and cloudy urine. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin (dose, frequency, duration and route not reported) for peritonitis. The outcome of the peritonitis was not reported. The pd therapy was ongoing. The patient would be retrained on proper aseptic technique. No additional information was available at this time.